Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an unknown date and an unknown mesh was implanted. It was reported that the patient experienced unspecified complications. No additional information has been provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent gynecological surgical procedure on (B)(6) 2007 and tvt-o was implanted concurrently with total abdominal hysterectomy and bilateral salpingo oophorectomy. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. (B)(4).

Manufacturer narrative:
Date sent to FDA: 7/25/2017. Patient codes: (B)(4) urinary problems, bowel problems, it was reported that following procedure the patient experienced infection, urinary problems, bowel problems, organ perforation and bleeding.

Manufacturer narrative:
Date sent to FDA; 11/16/2017.